Manufacturer narrative:
Title: transcatheter heart valve selection and permanent pacemaker implantation in patients with pre-existent right bundle branch block citation: journal of the american heart association (2017) mar 3;6(3). Pii: e005028 (doi 10.1161/jaha.116.005028) authors: l. Van gils et al. Earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a study that evaluated rates of transcatheter aortic valve implantation (tavi) related permanent pacemaker implant in patients with pre-existing right bundle branch block (rbbb). All data was collected from four centers between may 2008 and february 2016. The study population included 306 patients (predominantly male; mean age 83 years), 130 of which were implanted with a medtronic corevalve (serial numbers were not included). Among all patients implanted with a corevalve the following adverse events were included: 48 patients experienced complete heart block (chb) with 48 hours of the procedure and 10 patients were found to have new left bundle branch block (lbbb) within 24 hours of surgery. It was noted that 60 patients were required to have permanent pacemaker implant (59 chb; 1 2nd degree atrio-ventricular (av) block). Five patients were reported to have cerebral vascular accident (cva) following tavi under the entire cohort. It was not noted as to which patients were effected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.